Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not turn on. The customer was reported that the insulin pump display did not return. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
During power up, an "insert battery" message would appear even after new batteries were placed into the battery compartment. After further review, did not note any evidence of previous moisture presence or corrosion on the electronic boards, assemblies, or the motor itself. After taking the boards out of the case and installing them into another known good case, the error message appeared again. After swapping a known good electrical board and putting them back into the known good case, the error message finally disappeared. The problem seems to be isolated to electrical board. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the recurring error message.